Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The actual sample can't be returned, but 16 packages of samples from same batch will be returned for analysis. Please clarify: did ¿16¿ devices returned experienced suture detached from the needle during the procedure? How many needles separated from the suture during this one procedure? Did the needles separate from suture during multiple procedures? If yes, please provide pc number for each of the procedures. Procedure name and date? Investigation summary: photo analysis: a picture was returned for evaluation. Upon visual analysis of the picture received. It was observed an apparently sealed foil packet of product code j433. The reported condition could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in unknown surgery . Another like device was used to complete the surgery. The actual sample can't be returned, but 16 packages of samples from same batch will be returned for analysis. Enclosed please find defect photo. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/7/2021. H6 component code: g07002 no device problem found. H3 investigational summary: sixteen packets of product code j433 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: the actual sample can't be returned, but 16 packages of samples from same batch will be returned for analysis. Please clarify: did ¿16¿ devices returned experienced suture detached from the needle during the procedure? ¿16¿ devices were sterile samples from same batch to be returned for analysis. How many needles separated from the suture during this one procedure? One. Did the needles separate from suture during multiple procedures? If yes, please provide pc number for each of the procedures. Procedure name and date? (B)(6) 2021. Device return status/follow up? Noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.